Manufacturer narrative:
Olympus medical systems corp.(omsc) investigated the subject device and confirmed following. The elevator wire of the subject device was broken. The component connecting the elevator wire and the forceps elevator was missing. Omsc checked the device history record of the subject device, there was no irregularity found. Omsc analyzed the fracture surface of the broken elevator wire and concluded that this phenomenon was attributed to repeated stress applied to the elevator wire. Even if the elevator wire is broken during the procedure, the component will not fall off into the patient's cavity as long as the distal end cover is attached. There were no further details provided. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject jf-260v was not returned to olympus medical systems corp. (Omsc) yet. The user will not return the subject jf-260v. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the forceps elevator wire broke during the procedure of endoscopic retrograde cholangiopancreatography (ercp) using the subject jf-260v. The user canceled the procedure. There were no reports of patient injuries related to this incident.